Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that "a gamma3 nail broke, two months after installation. The removal of the nail is scheduled for wednesday, september 14, so the material can be retrieved for analysis. The surgeon has planned to place a thp to treat the patient." The patient became aware of the issue two months postoperative when they noticed pain when moving.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received nail is completely broken in the webs of the proximal lag screw hole. Significant drill marks were found at the lateral entrance of the hole along the posterior side; they progress through the bore towards medial. The drill marks were generated by a deviated lag screw step drill which most likely had created the starting point of the fracture notching effect somewhere at the lateral edge. The mis-drilling is evident on the distal and proximal aspect of the through hole. Another thing to note apart from the drill marks was the sign of excessive loading. Bearing points of lag screw at the lateral edge of the proximal part showed slight deformation. The medial edge of the distal part also showed signs of deformation, heavier than the proximal one. This indicates towards application of high compressive load. The fracture pattern resembles a fatigue fracture, evident by appearance of lines of rest. The breakage initiated in a fatigue manner from the anterior side but broke in a much quicker manner from the other side due to high tension and loading. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. A clinical opinion regarding the event was sought from an independent medical professional based on the available patient information and the given x-rays. He opined that the lag screw is positioned pretty close to the calcar in the ap-plane. In the lateral view it is positioned anteriorly. The eccentric positioning of the lag screw leads to shear forces, especially when-like in this case the insertion point in the gt is also not central but very anteriorly. The fracture pattern itself has some characteristics which could have contributed to the failure, like the loss of the medial column due to the dislocation of the lesser trochanter, but these fracture patterns are not so unusual. The insertion point is chosen poorly, it looks as if it is anteriorly, in addition to the comments made above we can also see that the position of the nail in the shaft is very eccentric and located at the anterior/medial cortex. Along with the above factor it cannot be excluded that any intraoperative damage to the nail may have also led to an early failure. There are clear signs of hypertrophic remodelling of the bone. But it is a non-union. With a union or a partial union the fracture would have consolidated. Based on the above investigation and available information, the cause of the breakage is multifactorial. Appearance of mis-drilling marks indicates that the nail was damaged intra-operatively which may have led to weakening of the nail initially. Further to this, sub-optimal nail and lag screw placement, the nature of fracture and a subsequent non-union (leading to simultaneous overloading on the whole construct) ultimately led to the breakage of the nail, in a fatigue manner. The operative technique clearly provides a warning to the user that: "warning: in the event the nail is damaged during lag screw reaming, the fatigue strength of the implant may be reduced, which may cause nail to fracture."[original statements] the instruction for use clearly instructs the user that: ¿these implants are neither intended to carry the full load of the patient acutely, nor intended to carry a significant portion of the load for extended periods of time. For this reason post-operative instructions and warnings to patients are extremely important. External immobilization e.g. Bracing or casting may be employed until x-rays or other procedures confirm adequate bone consolidation. [¿] these devices can break when subjected to the increased loading associated with delayed unions and/or non-unions. Internal fixation devices are load sharing devices which are intended to hold fractured bone surfaces in apposition to facilitate healing. If healing is delayed or does not occur, the appliance may eventually break due to metal fatigue. Loads on the device produced by load bearing and the patient¿s activity level will dictate the longevity of the device.¿[original statements] if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that "a gamma3 nail broke, two months after installation. The removal of the nail is scheduled for wednesday, (B)(6), so the material can be retrieved for analysis. The surgeon has planned to place a thp to treat the patient." The patient became aware of the issue two months postoperative when they noticed pain when moving.